Manufacturer narrative:
The device remains in-situ and is not available for evaluation. The etiology of inflammation is unknown. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Inflammation and blurry vision are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The patient underwent combined cataract surgery and hydrus implantation on (B)(6) 2021. The surgeon reported that the cataract surgery was uncomplicated and the hydrus microstent was implanted with satisfactory placement on the first attempt. One day postoperatively, the patient presented with 4+ ac cell and flare; fibrin was also observed in the anterior chamber (ac) and uncorrected visual acuity (ucva) was 20/30. No wound leak was observed. On postop day #2, ac inflammation appeared unchanged, and the patient reported full compliance with medications. The patient was switched to a stronger topical steroid, a topical nsaid was added, and the antibiotic dosage was increased. On postop day #3, ac inflammation appeared unchanged. Ucva was 20/125. The cornea remained relatively clear, and the surgeon was able to visualize the hydrus microstent on gonioscopy. The stent remained in satisfactory location, without iris or corneal touch. As a precaution, the patient was referred to a retina specialist; the retina specialist noted improvement between postop days #2 and #3, but the vitreous was clear on ultrasound and there was no posterior segment involvement. The patient was returned to the surgeon for remaining care and no further testing nor treatment was initiated. At the patient's most recent follow-up at approximately 3 weeks, visual acuity was 20/20 with mild inflammation in the anterior chamber, which the surgeon thought was not unreasonable for this stage in the postop period. The patient is now off antibiotics and is tapering off topical steroids. The patient had a remote history of uveitis several years ago, but no recent episodes. The hydrus implant was checked after placement and again at a more recent follow-up, and it was well placed without iris or corneal touch. The surgeon stated that the patient's intraocular pressures are good, and the patient is doing well.